Manufacturer narrative:
The device was received for evaluation. During visual inspection, missing directional flow label was reproduced. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event.the reported condition was verified. The cause of the condition was determined to be direction of flow label and center shim missing . The case shimming requires to be performed to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue of missing directional flow label during unspecified process in the biomed service department. There was no patient involvement. No additional information is available.